Manufacturer narrative:
Software reloaded on pdu; boot time reduced to 2.5 minutes. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system boot time exceeded specification due to factory misconfiguration on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.